Event description:
During evaluation of a returned non-dehp standard bore catheter extension set, a detachment of the tube and the male luer was observed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a separation between the tube and male luer. The reported condition was verified. The cause of the separation was due to an improper solvent application during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.